Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming testing) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to thermally damaged components on the monitor board pca. The root cause for the thermal damage could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.